Manufacturer narrative:
(B) (4) - seroma: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2010-00782. The same device and the same patient are represented in each medwatch.

Event description:
It was reported that a patient underwent a repair of a right indirect inguinal hernia on (B) (6)2009 by a laparoscopic transabdominal pre-peritoneal approach. The wound discharge summary dated (B) (6)2009 and the follow-up visit dated (B) (6)2009 is unremarkable. Post-operatively, on (B) (6)2010, the patient was seen by a primary care physician. An ultrasound was performed via the general practitioner because he noticed a recent swelling. The ultrasound confirmed a seroma of 3.8 cm x 1 cm. The attending surgeon injected some local cortisone (diprophos) together with bupivacaine on (B) (6)2010. The patient will be seen by the attending surgeon in the coming weeks. No further information is available at this time.